Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that deployment failure occurred. Vascular access was obtained via left femoral artery. The 90% stenosed, concentric, de novo 50-55x8-10 mm target lesion was located in the non-tortuous and moderately calcified left external iliac artery. Following predilation with a 6-4 non-bsc balloon catheter, the residual stenosis was noted to be 60%. A 10.0x60x135 cm express ld iliac / biliary stent was selected for use and advanced towards the lesion; however, an attempt was made to deploy the stent but failed. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the stent was not returned. It was further reported the stent dislodged from the delivery balloon upon retrieval of the device after the stent failed to deploy.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Received for analysis was the device with a 12 french introducer sheath. An examination of the device found that the balloon had been inflated and there was a large build-up of solidified contrast media inside the balloon. The stent had been deployed from the balloon and was not returned for analysis. No tears were visible in the balloon material. As part of the device analysis the device was attached to an encore inflation unit and the balloon as inflated to its rated burst pressure with no leaks or restriction noted. The inflation device was verified at 12 atmospheres, before and after use, with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).